Event description:
The customer reported that the device jaws could not be re-opened. The site contact did not provide additional information regarding the device or incident. Additional questions have been asked to the customer. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.